Event description:
It was reported that a pump over infused during a preventive maintenance flow rate test. The device was programmed to deliver 80 ml at 200 ml/hr. It was reported that the pump delivered 90 ml. The customer stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure (200 ml/hr, vtbi = 50 ml) with the pump delivering 55.74 ml. At this time, the date of event is unk. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.